Event description:
Boston scientific crm received information that one day post implant of this lead, the r wave measurement dropped. The device sensitivity was reprogrammed which resulted in undersensing. The physician elected to reposition the lead; however, during the procedure the r wave dropped immediately when the stylet was removed. The lead was explanted and replaced.